Manufacturer narrative:
Device remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had been implanted for 13 years, and was now no longer able to be interrogated. The field representative indicated that at device check last month the device had triggered end of life (eol). The device remains implanted, and had not yet been replaced. It was reported that there were no additional adverse patient effects.